Manufacturer narrative:
The device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identifed during review of the DHR and existing quality records: (1) environmental contamination; (2) low viral load; (3) device failure.

Event description:
One device was reported as having a false postive result. Complaintant performed a rt-pcr lab test resulting in a negative result. The complaint device was not returned.

Event description:
The complaint alleges a (B)(6) result occurred.